Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a laparoscopic cholecystectomy, the patient was found to have dehiscence on the supraumbilical port site incision. The surgeon confirmed that the suture had broken and prepped the incision, re-injected local anesthetic and had to suture the incision close again.